Event description:
The following was reported: "while making the cuts, the engine was disassembled. This meant performing a bad cut, having to redo some of the cuts with manual guides, augmenting poly and leaving a knee more unstable than planned". The mcl had to be reinforced.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: 1. The alleged failure is confirmed from the images provided by the complainant - the output coupler and the locking mechanism was disassembled. 2. Evaluation performed by prodex: collar locking mechanism - dislodged; motor output coupling - loose screws, collar - damaged screws. The alleged failure is confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.